Event description:
The physician, in training, attempted arteriotomy closure using the closer tsl 6fr device after a pta interventional procedure on a patient with a premedical history of at least two prior procedures and a hard groin resulting from scar tissue. The patient was anticoagulated with heparin and asa. While deploying the device, a cuff miss occurred. The physician encountered great resistance when trying to remove the device. He decided to send the patient to surgery to have the device removed. It was found that the patient had been previously closed by the closer and the device was caught in a previous stitch. The vascular surgeon made a small incision in the groin and removed the device. The patient did very well and was discharged from the hospital a few days later without further complication.